Event description:
The peritoneal dialysis pt was hospitalized for peritonitis. The following is based on the medical records received from the pt's treatment facility. The pt presented with abdominal pain and fevers. She was diagnosed with confirmed staphyloccocus epidermis contamination peritonitis. She was treated with vancomycin 1g intra-peritoneal and ceftazidime. The ceftazidime was discontinued when the culture sensitivity was available. She was also prescribed nystatin prophylactically for fungal peritonitis while on the vancomycin. During her stay she also described hip pain from a previous fall at home that was not related to the cycler or treatment as confirmed on follow-up with the pt's treatment facility. There were no fractures and no medical treatment was required.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unknown how the device may have caused or contributed to the event. A plant investigation is underway. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that the pt was hospitalized due to staphylococcus epidermidis peritonitis. She presented to the ER with abdominal paint, fever and cloudy effluent pd fluid with 3200 total nucleated cells in the fluid. After receiving antibiotics, she was discharged from the hospital on (B)(6) 2014 to an assisted living facility with home health to follow her. She was prescribed intra-peritoneal vancomycin 1 gm every 5 days for 3 weeks. The pd clinic manager stated that prior to her hospital admission, the pt felt her unused pd solution bags were cloudy. She brought in 2 solution bags from the lot that she felt looked cloudy. The pd clinic manager told her they were ok to use and it was blushing. It was also noted that peritonitis is a known risk for peritoneal dialysis, usually caused by a break in the aseptic technique. A supplemental report will be submitted upon completion of the plant's investigation.